Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had magnetic resonance imaging (MRI) on 2025-06-20 and a motor stall occurred but, at the time of the call to technical services, had not yet recovered. Technical services reviewed information on telemetry state and recommended that the hcp check logs until recovery showed up. The hcp called again later on 2025-06-20 reporting the same issue. Technical services reviewed to keep checking the logs every 15 minutes.